Manufacturer narrative:
Reported event: this is a brand new leg holder that my hospital just received and is gouged at the calf and frayed on side edges case type: no associated procedure product evaluation: visual inspection confirms the leg holder is gouged and frayed. Product history review: review of the product history records indicate 105 devices were manufactured under lot no 201843101435, and accepted into final stock on 08/13/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206693, lot number 201843101435, shows 00 additional complaints related to the failure in this investigation. Conclusions: the event was confirmed. Per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
This is a brand new leg holder that my hospital just received and is gouged at the calf and frayed on side edges case type: no associated procedure.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This is a brand new leg holder that my hospital just received and is gouged at the calf and frayed on side edges. Case type: no associated procedure.